Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed he inflation line is broken at flange connection. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)((4). Patient information (ID, ) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The tracheostomy tube¿s cuff inflated at night with 2 cc's air, and then deflated during the day. During the day, air would slowly get back into the balloon, causing discomfort. The patient would normally have the tracheostomy tube changed monthly. This issue required the patient to be recannulated.